Manufacturer narrative:
Additional information: an application support manager (asm) visited site and reviewed docking technique and patient placement in a practical setting. Overall, the visit was productive. Reviewed docking parameters and positioning in detail on the team expressed that they now have a clear understanding of how to manage and prevent suction loss moving forward. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported on (B)(6) 2025, during one of the cases, doctor reported needing to dock the patient twice. The initial docking occurred before treatment so he redocked again successfully. During fragmentation, he lost suction again. He completed the capsulotomy and achieved partial fragmentation. No further information has been provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.